Event description:
The manufacturer received information from uno legal litigation in reference to a rep dreamstation CPAP with an allegation of nose irritation and asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the manufacturer and multiple attempts have done to have the device. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.